Event description:
It was reported that "dr. Had trouble inserting the bypass tube into the sheath, he eventually got it in, but it took a lot of effort."

Manufacturer narrative:
Qn#(B)(4). One unit of manta, sheath and dilator were returned for evaluation. The manta was locked within the housing of the sheath. Blood particulates were noted on all units. The units were decontaminated and inspected. No components (collagen, sheath and lock) were present. The unit was dismantled to expose the sheath and valve. The button valve was torn and displaced slightly from its original position. The device lot history record review for lot number 73c2400437 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 73-year-old male patient (68 kgs) presented in the or for a ventricular assist device (vad) removal. A centrally positioned access was gained utilizing micropuncture with ultrasound for guidance. The arteriotomy was clear of calcification and tortuosity. No issues were encountered advancing or withdrawing the impella abiomed procedural sheath during the case. Following the vad, a 14f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending to the bypass tube, and no structural damage on the lumen of the sheath occurred when resistance was met. The physician was able to get the bypass tube halfway into the sheath valve and clicked the closure unit into the sheath, although it was very difficult. Closure was completed with this device and the patient's current condition is fine. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "dr. Had trouble inserting the bypass tube into the sheath, he eventually got it in, but it took a lot of effort."